Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right breast implant saline mentor siltex contour profile high 350cc, lot number 173970, catalog number 3542712. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian-caucasian female patient underwent a primary breast augmentation with mentor siltex contour profile 350cc saline breast implants that the left side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.6 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a deflation was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/25/2018, additional information indicates that the patient underwent bilateral removal and replacement , left: catalog number 3542713, serial number (B)(4), right with: catalog number 3542713, serial number (B)(4). On 04/19/2018, received information that the patient had capsular contracture bilaterally. Manufacturer¿s reference number: (B)(4).